Event description:
It was reported that over time, the patient experienced frequent charging of the spinal cord stimulator (scs) implantable pulse generator (ipg). The patient underwent a procedure where the ipg was explanted. The patient was discharged and recovering at home. The explanted device will not be returned as it was disposed by the hospital.